Event description:
The doctor was performing a stereotactic breast biopsy and the tip of the marker sheared off in the breast. The doctor managed to retieve the marker tip, place a second marker successfully, and complete the case with no patient consequence. One device to be returned for analysis.